Event description:
It was reported that the lead exhibited capture and sensing anomalies and low impedance of about 200 ohms.

Manufacturer narrative:
Final analysis found that the lead exhibited normal electrical characteristics. The proximal insulation was abraded. It is unlikely that this damage caused the event described and there is no indication that the damages were production related. Too many revolutions while trying to extend the helix during repositioning caused the distal coil to become overtorqued, and prevented the stylet insertion.